Event description:
The customer called to report unexplained high blood glucose levels and extreme thirst. The reported blood glucose reading at the time of the call was 485 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer also reported that her glucose meter was giving her the same reading of 564 mg/dl every time she checked her blood glucose. The customer later called to report that she went to the emergency room to get treated for her elevated blood glucose levels because she was unable to get them down to normal range herself. The customer's doctor felt that the insulin pump was not functioning properly, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.